Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 9 states, "fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 14 states, ¿postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-04278/04280).

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on an unknown date. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, foot drop, loss of range of motion, dysfunction, femur fracture, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. There has been no reported revision procedure to date. A review of the invoice history and further follow up confirmed the initial surgery date was (B)(6) 2007. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.